Event description:
It was reported that a participant in the ilet experience study experienced nocturnal low blood glucose, stating that blood sugar drops during the night, with no associated alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included the need for additional information to assess event details. Investigation included a request for follow-up to obtain blood glucose questionnaire details. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction or component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.